Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60 lot# serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient¿s ¿hand set¿ stopped working eight months after their implantable neurostimulator (ins) was installed. It was reported the patient was to get a new one from a manufacturer representative on (B)(6) 2013, but did not hear back from the manufacturer representative at that time. The patient noted they needed ¿to get it fixed.¿ additional information received reported that the patient¿s controller stopped working and they had not received a new one. It was noted that the patient ¿had a device in him that was useless.¿ it was noted that the patient¿s device didn¿t work and it had caused problems since installed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient has the stimulation turned up too high and he cannot lower it with his patient programmer (pp) so he has not been using the therapy for the last 6 months or longer. The pp makes a beeping sound when changing the batteries but the screen remains blank. It was confirmed that the patient was using the standard alkaline aaa batteries. The patient spoke to a company representative right before christmas and was supposed to meet with a company representative to "change it out" but the meeting never took place. It was stated "they wanted to put another one in me" but the patient does not have the money to pay for it. The patient was going to have new leads and a new ins implanted because they wanted to put 3 leads in and to allow him to have an MRI in case he needed an MRI in the future. The patient was supposed to have this surgery around (B)(6) and this was when the pp broke. The lead on the right hand side of his back was a little bit to the right and it hits a nerve. The patient has to turn the stimulation up really high to cover the spot where he has the most pain but when he does that it vibrates his stomach area and on his back where his kidneys are on the right hand side. It also causes constipation. The patient has been having these problems since implant. It was additionally reported that the lcd was blank on the pp. Anomaly appears to have occurred through product use.

Manufacturer narrative:
Other applicable components are: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information was received from the patient reporting that in 2012 the stimulator in their back worked for a few months. The controller was replaced. The hcp wanted to install another device. The stimulator had been causing them pain for years now and the patient reported that they wanted it out. The patient reported that they only received 6 months of relief from the device. The patient reported that the hcp had told the patient for almost 2 years to have it removed. The patient reported that they had costs determined for the explant.

Event description:
Device analysis for the pp revealed corrosion, c600.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having problems with the equipment. The patient received a new patient programmer (pp) but for some reason they couldn't get the battery in their back to charge, so the unit was useless. The patient stated "so all in all, I spent (B)(6) of dollars on a unit that worked three to four months and gave me nothing but problems ever since. Now I am having problems when I lay or move while lying down. I hate this unit. I do now know where to turn from here, but I need this thing out of me." The patient also reported that they could feel the wire inside pulling and it was causing burning. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.